Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient was admitted to an outside hospital with respiratory failure/spontaneous pneumothorax cardiopulmonary arrest after chest tube insertion and passed away on (B)(6) 2016 from respiratory failure. The site reported the patient's death was not related to the superdimension device or the enb procedure.